Manufacturer narrative:
(B)(4). (B)(4): the stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
Adverse event: stroke. Onset of adverse event: after the procedure. Device issue: none. It was reported, via trial, that post a right internal carotid artery (rica) stenting procedure, the patient experienced some confusion, aphasia and slurring of words. CT scans and MRI of the brain were negative. Mra of the neck showed a patent rica stent. On (B)(6) 2010, the patient was alert and oriented with clear speech; however, the event was diagnosed as a left cerebral infarct, a contralateral stroke although requested, there was no additional information provided.